Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information that alleged the fitbone receiver, implanted on (B)(6) 2026, did not lengthen. The receiver was implanted and tested. As per the reporter one week postoperatively lengthening was not working. Patient underwent a revision procedure on (B)(6) 2026 to replace the receiver. Nail is lengthening as intended after receiver replacement.